Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breast pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture". Later healthcare professional confirmed left side "rupture" diagnosed via ultrasound, "pain in breast" and "changes in shape and density". Device has been explanted and replaced with another manufacturer´s device.